Event description:
It was reported that a high drain 104 alarm occurred while using the homechoice. The patient was connected at the time of the event. The patient denied any symptoms. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.